Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; moisture entered device. Device would not power on; main printed circuit board assembly was found contaminated. Analysis also found the keypad and display were contaminated. Upper case and lower case were broken and contaminated. Display frame, display frame screws, display grommets, encoder switch assembly, case screws, one encoder knob, main printed circuit board screws, decorative plugs, and insulator label were contaminated. (B)(4).

Event description:
It was reported that moisture entered the external pulse generator (epg) through the battery chamber and the epg no longer powered up properly. Follow up determined that the cause of the moisture was undetermined. The epg was returned for repair. There was no patient involvement.